Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record ( DHR) found no deviations that could have caused or contributed to the reported issue. DHR confirmed that the product was shipped in accordance with specifications. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of disappearing image during angulation was due to a crack in the image sensor and the electrical wiring being disconnected or shorted out when the angle was activated. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope, when the angulation was adjusted once, the image disappeared. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.